Event description:
This is really the reporting of two events, related. In mid 08/05 my daughter came down with an eye infection while using contact lenses. She was taken to the eye dr, given eye drops, and the eye dr changed the type of lenses she was wearing to make her eyes breathe better, thinking this may be the problem. -previously to this my daughter had worn contacts for years with no problems- a month later approx. Sept. 20th the same thing happened again. She was brought to another eye dr -same chain of stores-, with the same problem, being diagnosed with an ulcer on her cornea, and eye infection. Through both of these episodes she was still using the same contact lens solution, bausch and lomb renu with moistureloc. Since the second incident she had not worn her lenses for fear of the same thing happened. When I recently saw the report in the news about the lens solution a red light went off, and I definitely believe that the solution has been the cause of her problems. We had bought the "value pack" of the solution and still have it. The numbers on the box are ad058... Exp 2007-03, if that helps. I can get the actual numbers on the bottles if that is of help.